Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to cardiovert a male patient (age unknown), the device would not go into sync mode. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's reported problem was not replicated or confirmed. The device was put through extensive testing including bench handling, impedance test, environmental chamber testing and stress test without duplicating the problem. An external inspection of the device found no discrepancies. Therefore, the device was recertified and returned to the customer. The multifunction cable and pads used during the event were not returned with the device for evaluation. Analysis of reports of this type has not identified an increase in trend.